Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag within a cardboard box. A lot number was not provided with the returned device. Our evaluation of the product said to be involved could not confirm the report as it was described. The device was returned with the basket fully retracted. A clear liquid was observed within the catheter. The basket was able to be fully advanced / retracted without resistance and the basket was fully formed. During our laboratory analysis, the basket was advanced through a duodenoscope that was placed in a retroflexed position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (pentax model number ed-3490tk), to replicate the channel size used during the reported event. The basket was able to be advanced/ retracted without resistance. During further evaluation, the basket was advanced through another duodenoscope that was placed in a retroflexed position. The second duodenoscope has an accessory channel that is 3.2 mm in diameter (olympus model number jf-130) to replicate the minimum recommended channel size for this device. The basket was able to be fully advanced / retracted without resistance. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved could not confirm the report as it was described. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use also indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a common bile duct stone extraction, the physician used a cook memory ii double lumen extraction basket. It was reported that the assistant nurse pushed forward the handle and captured the stone. She tried to pull back the handle but the handle didn't move at all [unable to retract]. She withdrew the basket out of the scope channel once the stone was out of the basket wire. And the physician used another mb-35 to finish the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use also indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.